Event description:
It was reported by the affiliate that during a hernia repair procedure, would not retract from trocar. After the introduction of the umbillical trocar, there was bleeding: aortic abdominal wound, it was necessary to do a conversion. No device returning.